Event description:
It was reported that an ilet user experienced high glucose after insulin delivery stopped due to the pump running out of insulin, and insulin was not resumed until a caregiver was available; the patient uses a teflon infusion set on the abdomen with the last change three days prior, and the agent guided a supply change after which delivery resumed. Symptoms included hyperglycemia with a reported maximum glucose of 391 mg/dl and no reported symptoms. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with improper or incorrect procedure or method; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with an unintended use error contributing to the event.